Manufacturer narrative:
Adverse event, outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage. Type of reportable event: corrected to serious injury. Claim#: (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon noticed a cc4204a, +17.0 diopter, intraocular lens had a tear during insertion. It was reported that there was patient contact but no patient injury. The incision was slightly enlarged to remove and exchange lens during the initial surgery. Per the reporter on (B)(6) 2019, "this was a loading issue and not a lens issue."